Event description:
It was reported that the pump's touch screen was unreadable. Reportedly, the screen was "faded, had lines, and the center there is a block". The customer's blood glucose ranged from 324-325 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.